Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of an administration set for blood where there was turbulence in the chamber when the roller clamp is fully open creating large air bubbles in the line which entered into the patient. A patient was involved but no injury was incurred. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation; however, visual inspection of the returned sample showed the chamber was cut apart, making functional testing impossible. A sample retained by the plant was attached to a viaflo bag and evaluated for the reported condition. It was not confirmed. If adequate priming is performed, no turbulence will enter in the tubing even if the roller clamp is fully open. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number was unknown. The condition cannot be confirmed or duplicated and the assignable root cause could not be determined.